Manufacturer narrative:
(B)(4). Date sent: 11/3/2016. Batch # n92d6a. The analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming correctly. The customer converted the procedure to open due to the amount of bleeding involved. It was unknown how much blood was lost or if a transfusion was required. It was unknown which vessel the surgeon was attempting to clip. The number of successful firings was unknown, if any. Procedure was completed with competitor's devices.